Event description:
The user facility reported that the video was not routing to the monitor of their harmony iq integration system resulting in a procedure delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed that the video was not routing to the monitor of the harmony iq 3600 integration system. The technician replaced the video input card and reset the unit which resolved the issue. The unit was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.